Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 3 medwatch reports regarding this event. Please see medwatch reports # 2032227-2015-10458 and 3004209178-2015-43133 regarding this event.

Event description:
Customer reported that she experienced a blood glucose of 32 mg/dl. It was stated that the transmitter was cracked and may not have been working properly. Customer was also receiving sensor readings discrepancies that were varying from her blood glucose. Customer's blood glucose was 301 mg/dl when she received a sensor reading of 120 mg/dl. Customer also stated she received intermittent calibration errors. Nothing further reported.